Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported end stage heart failure and subsequent patient outcome could not be determined through this evaluation. It was reported that support was withdrawn due to end stage heart failure and the patient expired on (B)(6) 2019. No alarms or functional issues with the lvas were reported in association with the patient's outcome. Multiple attempts to obtain additional information regarding the event as well as requests for return of the pump were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired due to end stage heart failure. Additional information was requested. No further information was provided.